Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. The physician alleges that the perforation occurred during transseptal puncture, either where the septum was initially crossed, or during positioning of the non-abbott transseptal device with several attempts.

Event description:
During an atrial fibrillation procedure, after performing transseptal puncture with a non-abbott faradrive sheath and versacross rf wire, the patient became hypotensive, and a tamponade was confirmed. The ice catheter was positioned in the right atrium, and the coronary sinus catheter was placed in the coronary sinus. The transseptal devices were then advanced into the svc. The septum was crossed using rf from the vsx wire and it was not certain where the wire and sheath were advancing to. The stick may have been too anterior. The devices were pulled back to the right atrium for a different transseptal position, and after several attempts the patient's pressure began to drop. The tamponade was then seen on ice. A pericardiocentesis was performed, stabilizing the patient and the procedure was then stopped. There were no performance issues with any abbott devices. The physician alleges that the perforation occurred during transseptal puncture, either where the septum was initially crossed, or during positioning of the non-abbott transseptal device with several attempts.

Event description:
During a procedure, the patient became hypotensive and a tamponade was confirmed.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.